Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported while using the vela ventilator, it alarmed motor fault and vent inop. The customer reported there was no patient involvement associated with this event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component, a vela main coldfire printed circuit board assembly (pcba), and evaluated the device. An evaluation of the component found the reported issue in the events log but could not duplicate the issue. The events log included one "xdcr fault" (transducer fault), followed by "vent inop" (ventilator inoperative) and "power supply voltage low" messages.